Event description:
The service report shows that while performing a repair for an unrelated event, the nellcor puritan-bennett customer support engineeer (npb cse) identified the exhalation filter heater to be non-functional. The npb cse replaced the filter heater and the unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.